Manufacturer narrative:
(B)(4). The complainant part came undone during the surgical procedure and is, therefore, not considered to have been implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2016. The surgeon completed the procedure and closed sternotomy with four (4) sternal zipfix ties. Once all four (4) ties were in place, the surgeon noticed that one (1) had come undone. The surgeon removed the zip tie and placed a sternal plate to replace it. The procedure was completed with a twenty-five (25) minute delay. This report is 1 of 1 for (B)(4).